Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches/failure mode. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to dislocation. Insert was exchanged. Other components were retained. No more information reported.